Event description:
International affiliate received notice from patient's attorney that revision surgery was performed due to breakage and loosening of the expedium pedicle screw at s1.

Manufacturer narrative:
No conclusions can be made at this time. It is know if the device will be returned for evaluation. Review of the device history record cannot be performed as the catalog number and lot number are unknown. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions. For use (IFU) supplied with the device. Regarding the device loosening, care must be taken to ensure that the construct is tightened properly. Construct loosening is also listed as a possible adverse outcome in the IFU. Follow up medwatch report if/when the device is returned/evaluated and if the evaluation of the device reveals something other than which is stated above.